Manufacturer narrative:
The customer was able to provide log files for further evaluation. A review of the logs confirmed there are multiple errors present, 401, 316, 236, 553, 590, and 519. All have to do with calibration and blower temps. Technical service walked the customer through the logs and had them perform a screen shot of the adc, blower test, repeat the screenshot, a full calibration, then let the device burn in for 12 hours. Once the calibration was complete and burn in successful, there have been no more occurrences of the reported error messages.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
The complaint stated that the ventilator indicated errors 335, 401, and 316. Complainant did not indicate that there was any patient involvement during the reported malfunction.